Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 300 mg/dl to 500 mg/dl at the time of the incident. Customer stated that two days back she got the new inserter and her cannula are getting bent using this and her blood glucose was over 500 mg/dl. Customer stated that she is treating with needles trying to use them to treat for her blood glucose. Customer stated that she will monitor her blood glucose and treat as needed with the pens or needle till she is able to call back to troubleshoot for the high blood glucose and for the bent cannula and how to use the inserter the right way. The insulin pump will not be returned for analysis.